Event description:
It was reported that during parathyroidectomy procedure with the ligasure generator and ligasure devices, intermittently the nim vital would make noise when the ligasure device was being used. This did not happen every time. Out of measurement range-calibrating message occurred. Sales representative tried to save the waveform data and it didn't save because the side port usb was not functioning. Stimulus was set to 1.0 and threshold was set to100. The procedure was completed with the reported product. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: n im4cpb1, serial/lot #: (B)(6), ubd: , UDI#: (B)(4); product ID: nim4cpb1, serial/lot #:(B)(6), ubd: , UDI#:(B)(4) h4: manufacturing date for product ID: nim4cpb1, serial number *(B)(6) is 2022-09-02 additional code img g02005 is applicable for product ID: nim4cpb1, serial number (B)(6) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that issue stopped on its own before troubleshooting could be done.